Manufacturer narrative:
(B)(4). The patient disconnected from the set-up without following proper disconnect procedure, which caused a leak from the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It has instructions for properly connecting and disconnecting the patient line to and from the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake thinking that therapy was over and disconnected from the set-up causing solution to leak from the patient line. The technical service representative assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.